Event description:
It was reported by the physician that a male patient underwent a procedure, and had the continuous nerve block placed in his brachial plexus nerve. The patient was sent home with the catheter in place, and per hospital protocol for outpatient procedures, the patient is to pull the catheter out. During removal by the patient, he experienced difficulty. The patient phoned the hospital and spoke with a surgeon who instructed him to cut the catheter. The patient did and started removing the catheter by pulling and the outer catheter slid out of the skin; however, the metal coil stayed in the patient. The patient returned to the hospital, and the remaining portion was removed under fluoroscopy.

Manufacturer narrative:
Follow-up report will be filed, if add'l info becomes available.